Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not cross over from ehr to pyxis and registered nurse had to manually add the patient to pull the medication. A technical support specialist logged into the server and attempted to locate patient details; however, the patients were not found, ran the patient status check and confirmed that the results showed the patients as discharged, executed the downtime query, which indicated a messaging status of delayed, restarted services including external messages, database synchronization and reran the downtime query, but the status remained delayed, accessed remote support service (rss) and deployed the interface services utility; however, the delay persisted, so the case was escalated to carefusion coordination engine (cce), customer confirmed that the patients were appearing as pre-admit. Advised coordinating with hospital information technology (hit) for further validation. The case was returned from carefusion coordination engine (cce), and customer confirmed that no new messages had been received from active directory for the past two hours, with a timeout indicating no message activity for 136 minutes, restarted carefusion coordination engine (cce) services, but no new messages were observed. Subsequently, the customer confirmed that the patient list had become visible. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient did not cross over from ehr to pyxis and registered user had to manually add the patient to pull the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.